Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces due to blank display. The pump was cut open to perform visual inspection and found a missing battery tube spring preventing the battery from making contact. Swapped with a test pump case and pump was able to power up properly. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and missing battery tube spring. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage confirmed where scratched case, pillowing keypad overlay, and missing battery tube spring was noted. Blank display was confirmed during analysis due to a missing battery tube spring. Unable to download history files and traces confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1805 was requested and customer responded the device was returned.